Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/1/2021.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/26/2021. An empty opened foil, a labeled winding former, a needle/suture piece and suture piece of product code sxpp1b112, lot # plj912 were received for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected, the suture end was observed with damaged and stress that appears to be by use of surgical instrument. The suture piece was examined, and the loop was present , the end is matched with the needle suture piece. The condition of the sample received indicate an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number: unknown - plj912. The following information cannot be obtained: please provide procedure date.

Event description:
It was reported that the patient underwent an obgyn surgery on unknown date and the barbed suture was used. During the procedure, the barbed suture broke at the loop part during use. There were no patient consequences provided.